Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. Per the complainant, the balloon inflated as expected during procedure preparation. During the procedure, the balloon burst as it was pulled out of the ampulla towards the scope. According to the physician, the balloon was not over inflated. The balloon was removed from the patient, burst but intact. The procedure was completed with a basket. There has been no report of complication or patient injury related to this event. Patient's status post procedure was stable.